Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a crisis and his blood glucose was about 500 mg/dl. Caller stated that they were out of town, so they rushed home to change. Caller stated that there is still one mark left on the pump. Customer had a blood glucose level of 135 mg/d this morning and 305 mg/dl yesterday at lunch. Customer stated that this will happen if he has a nap during the day. Customer has allergy medication along with benadryl. Customer had a blood glucose level of 140 mg/dl last night and a blood glucose level of 88 mg/dl before dinner customer's blood glucose was 523 mg/dl at the time of the incident. Customer's current blood glucose is 135 mg/dl. Customer stated that he could not treat his high blood glucose readings of 474 mg/dl and 523 mg/dl with the manual injection as they were out and had treated with the pump. Customer stated that he was fine and had no known symptoms. Caller clarified that the battery cap was not damaged on this pump.